Event description:
The complainant has reported that a pt underwent a therapeutic placement of a wallflex colonic stent for the treatment of a colonic tumor. The physician reported difficulties with deployment of the stent off of the delivery system. As the physician was retrieving the positioner, the stent was noted to have migrated. The physician was able to remove the stent without issue. There were no pt complications noted as a result of the stent migration or removal. Another stent was utilized successfully without issue.